Event description:
This lead was capped on (B)(6) 2012 due to a recall. There were unable to extract the lead with a manual sheath therefore stayed in the system. The procedure took place at (B)(6) dr. (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).